Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one-day post-implant of an implantable pulse generator (ipg), the patient developed first-degree atrioventricular block. It was also reported that the atrial lead exhibited undersensing and far field r-wave (ffrw) oversensing. Reprogramming was done to resolve the issue and the lead remains in use. No patient complications have been reported as a result of this event.